Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a red x on the display. The customer's blood glucose level was 120 mg/dl at the time of the incident. The customer reported that the insulin pump was neither bumped nor dropped. The customer informed that the insulin pump was exposed to moisture. The device will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with cracked case at belt clip rail corner. Moisture damage on motor assembly and corroded force sensor assembly.